Event description:
While having laparoscopic urethral surgery the blade that was being utilizing broke off inside the urethra. Blade fragment was removed from pt by open incision. Pt was undergoing a cystoscopy with urethral dilation. Previously had radical prostatectomy as well as radiation which may have contributed to thick scar tissue that blade had to cut through. The piece of the blade was successfully removed and thereis no adverse effect to the pt.